Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented an image noise. The issue was identified during set up / inspection for use, prior to patient in the room. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, and the complaint investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Due to damage to the charged coupled device (ccd) unit, a noise image occurs. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage to the ccd unit, foggy image occurs, and the universal cord was sticky. A root cause could not be identified. Based on historical data, it is likely the following led to the malfunction: reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.